Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
The patient came into the cath lab with a st elevation myocardial infarction (stemi) > 48 hours. A stent was implanted in the right coronary artery; however, a perforation occurred and the graftmaster was implanted sealing the perforation; performing as expected. However, the patient was very ill and had waited so long to come to the cath lab. The left main was shutting down and the patient was dnr and passed away. The graftmaster performed as intended with no device issue. No additional information was provided.